Event description:
Deflation, possible rupture of left saline implant. Bilateral exchange using another brand due to hutchison ide status. Use of device for augmentation.

Event description:
Possible deflation.